Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface joystick was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported, "no c-arm movement." The service report was updated to indicate, "the device sent a blocked joystick error." The system would be effectively unusable. There is no report of injury or death associated with the event described in this complaint.